Manufacturer narrative:
The initial complaint was received on (B)(6) 2015. The device was returned on (B)(6) 2016. Date received by MFR: feb. 1, 2016. The product analysis found no fault with the drill. The 1-minute pre-repair temperatures of the device were 74.9 degrees f and 77.6 degrees f. The item was cleaned, tested, and passed manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4). The product has not been returned for analysis.

Event description:
It was reported that the device generated excess heat within 30 seconds of use. There was no injury. The temperature of the device is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.